Event description:
Report received from (B)(6) stating that the device need servicing. During servicing, the device was found to have hose damage. It is unk if the device was used during surgery. It is also unk if there was injury, medical intervention or surgical delay related to the event. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).